Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100.

Event description:
A customer reported the sterrad chemical indicator strip did not change color correctly after a sterrad completed cycle. It is unknown whether or not the affected loads were reprocessed. There is no report of infection, injury or harm to patient(s) associated with this event. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad chemical indicator strips not changing color correctly.

Manufacturer narrative:
Correction describe event or problem: a customer reported the sterrad® sealsure chemical indicator tape did not change color correctly after a completed sterrad® 100nx cycle. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® sealsure chemical indicator tape not changing color correctly. (B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), product return, trending of lot number, supplier investigation concomitant product evaluation and system risk analysis (sra). DHR review could not be performed as the lot number is unavailable. Lot trending could not be performed as the lot number is unavailable. The sra indicates the risk associated with hazard of 'quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed. Supplier investigation could not be performed since the lot number was not provided. The asp field service engineer (fse) was dispatched to assess the unit on site. The fse executed system verification by running two express cycles and confirmed the unit was working within specifications. The assignable cause could not be determined as there is insufficient information available for investigation.